Event description:
The suspect meter exhibited variation in test results when compared with another point of care meter. The following results were reported. Inratio 4.8, point of care meter 2.7. Note: comparison test performed 10 hours later. Pt held off his dose based on 4.8 reading. Technical support shall contact customer to have product returned for further evaluation.